Event description:
It was reported that the patient experienced a vasospasm, st segment elevation, and st segment depression. During a pulse field ablation (pfa) procedure a farawave catheter was used. Pulmonary vein isolation (pvi) was completed with the farawave catheter, and an st segment elevation occurred after a non-boston scientific catheter was inserted for post-mapping. A coronary angiogram (cag) was performed, and spasm was confirmed. Nitroglycerin was performed and st segment depression occurred. The procedure was completed successfully. The current condition of the patient is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.